Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that one of their leads was "draining the battery", so the physician turned the lead off. The patient was uncertain which lead it was. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no product performance issue with either the device or lead. The patient was referring to the right ventricular lead.